Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The patient presented in clinic. Chest x-rays were performed but no anomalies were found. Lead revision is not possible. Programming changes were made to resolve the issue. Patient was stable and would be monitored.